Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had failed battery test. Customer's blood glucose value was 134 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Insulin pump was received with normal operating currents and no unexpected off no power alarm, low battery alarm, failed battery test alarm or power loss alarm noted. Unit was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.